Event description:
Breast implants are hard, unmovable, can see knot if bra off. Pain involved, was in law suit, implants for dow, wanted breast implants removed, but never heard from anyone. Insurance does not cover surgery.